Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('claiming pain: back') and autoimmune thyroid disorder ('type of autoimmune diagnosed: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), autoimmune thyroid disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, autoimmune thyroid disorder, dysmenorrhoea, menorrhagia and fatigue outcome was unknown. The reporter considered autoimmune thyroid disorder, back pain, dysmenorrhoea, fatigue and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test: unknown. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event of "injury nos" replaced with new event of back pain. Additional new events added back pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), thyroid autoimmune disorder and fatigue. Reporter's information was added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.